Manufacturer narrative:
(B) (4).

Event description:
The pt went to the ER a couple days after a pump refill with "pneumocephalus". The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.